Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of transmissions revealed that the patient's right ventricular lead exhibited oversensing of noise. No device intervention was performed and the lead will be monitored. The patient has no adverse consequences.

Event description:
New information received notes on 26 apr 2022 the lead was capped and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been (B)(6) 2022 rather than (B)(6)2022.

Event description:
New information received notes on (B)(6) 2022 the lead was capped and replaced. The patient condition was stable.